Event description:
The customer reported that the paramedics came home and treated her low blood glucose of 25 mg/dl. The customer stated that the bolus history showed two boluses of 25.0 and 17.0 units, but the customer does not remember delivering the boluses. Advised the customer of the block feature to use at night. The customer stated that she will get long active insulin until the replacement of the insulin pump arrives. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.